Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the measurement connection module w/sp02 & npb kit, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that there is cosmetic damage to the device measurement panel. There was no patient involvement.